Event description:
The suture was used during a pediatric cardiac procedure. Reportedly, the needle and suture broke and a component disengaged into the pt's cavity. The surgeon was unable to retrieve the component. The hosp has reported no pt injury occurred.